Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported using the preclose technique placing two prostar xl devices in the right common femoral artery prior to abdominal aortic aneurysm repair procedure using a 6fr sheath and upsizing to a 21fr sheath. Reportedly, a lack of adequate retrograde pulsatility blood flow was noted from the marker lumen. The device was removed and a second prostar xl device was used; however, the knot locked or crossed above the artery and failed to achieve hemostasis. A cut-down procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. The knot can lock/cross due to numerous factors including, but not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices are visually tested and a sampling of finished devices is destructively tested to verify the functionality of the device. The knot can lock/cross if the user does not evenly match, and/or not properly tension the suture ends, or if a bow string effect with the exposed suture(s) is not created by bending the prostar xl device sheath away from the operator and applying tension to the suture ends. A tight tissue tract may cause the knot to lock or cross. A conclusive cause for the reported knot locked/crossed could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. There is no indication of a product quality deficiency.